Manufacturer narrative:
This report was the result of a historic review based on company internal corrective & preventive action nc2aty & nc4aty.

Event description:
Healthcare provider reported they had 'incomplete/partial flap' during lasik surgery, and one use plus ring ref. 19354/110 lot 1172714 disassembled; was right /first eye; believes "tubing popped out" at start of pass, blocked the disposable head from making full pass. Patient is ok, they will perform prk at a later date.